Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that there were two nonsustained ventricular tachycardia episodes. One of the episodes noted noise on the atrial and ventricular channels. This noise did not result in asystole greater than two seconds. The output for the rv and lv leads was increased. Biv pacing was confirmed and the patient will be returned to routine follow-ups. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient is scheduled for additional follow-up and testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted the device and competitor right ventricular (rv) lead noted a significant increase in impedance measurements from 557 ohms to 1,145 ohms. During the rv threshold test, the patient slumped back into the chair and began twitching. As it appeared the patient may be experiencing a seizure, the test was ended after approximately two seconds. The physician confirmed this had no happened during previous testing. The rv threshold test was started again with a higher output. Loss of capture and asystole were noted and the patient had a turn for the worse. The test was stopped and the patient recovered immediately. It was suspected there was a rv lead fracture. The output was increased and the patient will return shortly for further testing. No additional adverse patient effects were reported.